Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a changeout procedure the patient experienced muscle stimulation. Undefined high impedance in both co nfigurations and high thresholds were noted on the pacing lead. A polarity switch and possible lead fracture were also noted. The lead was programmed off. No further patient complications have been reported as a result of this event.